Event description:
It was reported that during percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous forearm artery. A 5.0 x 40, 75cm mustang balloon catheter was selected and advanced to the lesion for dilation. On the first and second inflations, the balloon was inflated at 10 atmospheres. However, on the third inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).